Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgery started without any difficulty, and the maryland bipolar forceps were functioning perfectly in good condition. When holding tissue to separate the apex of the prostate, the instrument did not conduct energy to continue coagulation. The cable was seen outside the pulley, so they provided him with an equal instrument to finish separating and coagulating. The procedure ended without any remaining incidents. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Review of the provided image is consistent with broken cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.